Event description:
Boston scientific received information that during routine follow-up, the local boston scientific field representative noted the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli), several times over the past year. The patient was in atrial fibrillation (af) and had some ventricular tachycardia (vt) events. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.